Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14e06067 and h14d18073 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, bloating and sore abdomen. The patient was not hospitalized for the event. The patient reported that the homechoice cycler had not been draining properly for a month. In the month prior to the onset of peritonitis, the patient had an x-ray of the abdomen, which confirmed catheter placement. The cause of the peritonitis event was unknown. The following day, the patient began treatment with vancomycin ip (daily; dose not reported) and ceftazidime ip (daily; dose not reported) for peritonitis. On an unreported date in (B)(6) 2014, ceftazidime therapy was discontinued. On an unreported date, the patient was retrained in aseptic technique. Therapy with vancomycin was ongoing. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available. This is report 1 of 2 involved in this peritonitis event.